Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported in the morning, after start-up, cardiosave intra-aortic balloon pump (iabp) touch screen was frozen. There was no patient involvement.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)

Event description:
N/a

Event description:
N/a

Manufacturer narrative:
Updated field: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component codes, investigation conclusions),h10. It was reported that the cardiosave intra-aortic balloon pump (iabp) had a issue of touch screen not working. There was no patient involvement, and no adverse event was reported. A getinge field service engineer (fse) evaluated the unit and found touch screen blocked. Fault search performed, logs viewed and downloaded, touch screen replaced. Repair completed. Operational tests carried out with positive results. The fault did not cause damage/inconvenience to operators/patients or delays in procedures.